Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache and liver disease/toxicity. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation the manufacturer observed the air inlet filter and sd card cover were missing. Dust-like contamination was observed on the top cover/ui panel, bottom enclosure, right and left side panel, in the air inlet, on the pca, on the blower cap, on and in the blower motor, on the walls of the bottom enclosure, and on the sound abatement foam. Pil observed scratches on the front of and bottom of the bottom enclosure. The manufacturer observed the anti-slip pads on the bottom enclosure were missing. Dried liquid spots were observed inside the iso port, on the interior side of the blower cap, on the top, bottom and inside of the blower motor and on the blower housing. Pil observed a potential web-like substance on the interior side of the right-side panel. The manufacturer observed potential sound abatement foam stuck to the bottom of the blower housing and bottom enclosure. Pil observed what seemed to be an insect in the base of the bottom enclosure. The manufacturer confirmed the presence of degraded sound abatement foam and found error code. The manufacturer observed dust-like contamination on both sides of the flip lid assembly, on the flip lid assembly seal, on the left side panel, in the air outlet port, inside the bottom enclosure, on the dry box and dry box seals, in the lower base and on the heater plate. The manufacturer observed scratches and excessive wear on the right-side panel. A whitish dust-like contamination was observed on top of and inside the water tank. An unknown yellowish contamination was observed around the water tank heater plate. The manufacturer observed the anti-slip pads were missing and an excessive amount of scratches were observed on the bottom of the humidifier bottom enclosure. In box g: date received by mfg has been updated. In box h: device problem code grid evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache and liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.